Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 202 mg/dl at the time of the incident. The customer stated that the insulin pump¿s reservoir compartment had crack and the arrow on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis